Manufacturer narrative:
The account cleaned and lubricated the cardio pulmonary resuscitation release and that has resolved the issue.

Event description:
The account alleged the cardio pulmonary resuscitation will not lower the head section. No injury reported.